Manufacturer narrative:
The handpiece will not be returned for evaluation. However, the particle is available. A review of the device history record found that the serial number of the handpiece met all physical and functional requirements. At this time, no remedial, corrective, preventive, or field safety corrective action is required. The investigation is ongoing.

Event description:
The user facility in the (B)(6) reported a white particle was found in the patient''s eye after phacoemulsification. The procedure was extended by approximately 0-15 mins. There was no patient impact or clinical consequences.

Manufacturer narrative:
The particle was received and evaluated. It cannot be determined which product the particle came from. One plastic specimen cup was returned in a plastic bag. The original packaging was not received. The part number and lot number of the pack cannot be verified or determined. The specimen cup contains an unknown fluid and one white particle. The particle was removed from the specimen cup and placed in a petri-dish for microscopic examination. The particle is hard to the touch and is oddly shaped. The particle is approximately 1077 microns long by 736 microns wide by 336 microns deep. The particle was sent to an outside lab for further analysis. The particle sample was analyzed using an energy-dispersive spectrometer (eds) equipped with a scanning electron microscope (sem). Eds analysis indicated that the particle sample consists primarily of calcium. Lesser concentrations of phosphorus, carbon, and oxygen were also detected. This is consistent with calcium phosphate. This material is not a component of the handpiece and the source of this returned particle cannot be determined. The trend analysis. Risk analysis, and/or directions for use were considered acceptable, with the product performing within anticipated rates. No corrective action required.